Event description:
It was reported that a malfunction occurred on the pump, identified by a malfunction code. There was no reported impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, which the customer acknowledged and understood.